Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During device preparation, a mitraclip was deaired when it was identified that the clip would not open. Troubleshooting was performed unsuccessfully, the clip opened once during troubleshooting but jumped open. A replacement mitraclip was selected and implanted successfully. The procedure was discontinued; the final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.